Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823116) was implanted on (B)(6) 2026, due to hydrocephalus. The valve adjustment failed and the physician made a multiple attempt more than 2-3 times to adjust without success. Two different adjustment tools were used, but neither worked. It was confirmed that the unit was defective.